Event description:
The pt experienced restenosis forty-nine months post cypher stent implant. Initially, the pt was admitted with stable angina and underwent an angiogram that revealed lesions in pda, apical, mid lad and distal rca. Pre procedural medications included asa and plavix. The intra procedural administration of heparin or gpiibiiia and the performance or recording of acts were not reported. No vessel and/or lesion characteristics were reported. It is not known if any of the lesions were pre-dilated prior to the placement of four cypher stents. A 3.0 x 13mm cypher stent was placed in the pda. This was followed by the placement of a 3.00 x 18mm cypher stent in the apical and a 3.50 x 23mm cypher stent in the mid lad. Lastly, a 3.00 x 13mm cypher stent was placed in the distal rca. Seven and a half months after the index procedure, the pt's plavix was discontinued. It is not known if this was planned or if it was the result of an adverse event. Twenty-two months after the index procedure, the pt experienced angina. Two months after that, he underwent an angiogram that revealed a 60% stenosis of the mid rca with a patent distal rca stent, a 10% restenosis of the pda stent, an aneurysm (reported to be very minor) with possible stenosis of the mid lad, seemingly patent mid lad stents (a little haziness was noted in the mid stent with slow flow) and a 60% stenosis of the second diagonal. According to the info provided, none of these findings necessitated intervention treatment. Multiple attempts to obtain further clarification of these events have been unsuccessful. Forty-nine months after the index procedure, the pt was admitted in the hospital for an angina as a reaction of first time usage of betamethason and hydrocort (ointment for a skin disease). Following application of the ointment, the pt received a red itching rash and started vomiting. This was followed by retrosternal chest pain radiating to the arms. ECG showed st-depression in v2-4 and lab tests showed an elevated ck. A coronary angiography showed that stent in the mid lad was fully occluded. Distally, the lad was being filled by a collateral from the rca, which is stenosed for about 70%. It was indicated by the study site that it is unclear what the exact cause for this problem might have been. The ECG was inconclusive. A CABG was performed; lima to lad, aorta to obtuse marginal and aorta to rdp. The pt was discharged twenty-five days later. Current medication: ascal 100mg, plavix 75mg, lipitor 40mg, metoprolol 100mg, monocedocard 25mg, paracetamol, antagel.

Manufacturer narrative:
This product is not distributed in the united states, but is similar to the us distributed cypher sirolimus drug-eluting stent. The product remains implanted in the pt and is not available for eval and testing. Additional info will be sent within 30 days upon receipt. This is one of four products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2008-00001, 01631, 02465 and 02466.